Event description:
It was further reported that the lesion length was 15 to 20mm and vessel size was approximately 2.5mm. A 6fr sheath was used. The type of contrast media was unknown but the ratio was 1 vs 2 (33%). On the first inflation the apex monorail 12mm x 2.25mm balloon catheter was inflated to atmospheres six atmospheres for fifteen seconds and on the second inflation the balloon was inflated to ten atmospheres for fifteen seconds. The balloon completely inflated and there was no issue deflating the balloon.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure the balloon appeared to be longer than expected. The 75% stenosed lesion was located in a non calcified and moderately tortuous 1st diagonal of the left anterior descending artery. The apex monorail 12mm x 2.25mm balloon catheter was able to cross the lesion. On the first inflation the balloon was inflated to six atmospheres. On the second inflation they inflated the balloon to ten atmospheres. Based on the image of the angiography it was noted that the proximal end of the balloon was stretched and the balloon length was longer than 12mm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination confirmed that the markerbands were in the correct location for a 12mm length balloon. Markerband movement was not present. The returned device was connected to an encore inflation unit. Positive pressure was applied. The inflation device was verified at 14 atmospheres (atm) before and after use with a calibrated pressure gauge. The balloon was inflated to its rated burst pressure of 14 atm. The balloon inflated successfully. The balloon length from the distal dilation point to the proximal dilation point measured approximately 16mm. A further examination confirmed that the the distal section of the outer reached approximately 2.25mm into balloon from the distal edge of the proximal bond. There was no unbonded section of the proximal weld present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).